Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open in hardware test application mode. A field service engineer found the solenoid cable cut through by a zip tie and replaced the solenoid to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.